Event description:
Olympus was reported that the user facility used the subject device with an endoscope for endoscopy of the small bowel for investigation of arteriovenous malformation. The balloon of the subject device was inflated by manual, not balloon control unit. On withdrawal of the endoscope, a duodenal perforation was noted. Olympus was not informed that treatments for the perforation. After the procedure, the pt had symptoms of hematemesis and melena. These were treated with transfusion and conservative measures in an intensive therapy unit. The pt was discharged from hospital on (B)(6) 2012.

Manufacturer narrative:
The subject device was not returned to olympus. Olympus has not received any comment about the device. We have not identified the cause of the event. Generally, perforations caused due to pt conditions (constitutions) or user's improper technique. The subject device has to be used combined with the balloon control unit, but the user didn't. This is an undeniable factor. The instruction manual instructs to use a balloon control unit and warns users on possible events that may occur as a result of manual inflation. This report is being submitted as a medical device report in an abundance of caution.